Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. The device didn't deliver any staplers. 2. There wasn't any patient consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device jammed, it didn't fire clip. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. D4: batch # 639c25. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the handle shrouds and nozzle partially opened, and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The handle shrouds and nozzle were removed and were found to be damaged. In addition, it was noted that the frame was broken and with an excessive gap between frame a & b. The damage on the device, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame, nozzle, and shrouds. Device history review a manufacturing record evaluation was performed for the finished device batch number 639c25, and no non-conformances were identified.